Manufacturer narrative:
The reported malfunction was confirmed (touchscreen can't touch). It was reported by the field service engineer (fse) reported boot detection, and the "screen cannot touch settings". The fse replaced the touch screen to resolve the reported issue. The unit was returned to full functionality.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11dec2020.

Event description:
The customer reported a touchscreen issue. There was no patient involvement.